Manufacturer narrative:
Eds 3 drainage (ID 821730) was not returned for evaluation as the product is not available for return; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. A photo was provided by the customer but it only shows the label of the device, product code, lot number, etc. The root cause(s) of the reported issue could not be determined. However, a possible root cause for the reported complaint is due to an error of eds set up. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
A physician reported the burette of the external drainage system (ID 821730) did not drain into the collection bag when the drip chamber stopcock was in a drainage position. The doctor has to drain the burette with a syrnge which exposes a contamination. The only way it drains was when the drip chamber stopcock was in drainage position and the patient line stopcock was in drainage position too, that generates a flow from the ventricles of the patient to the collection bag (another exposure to contamination). It was necessary to re operate the patient and replace the drainage system. The patient is a chilean female close to 30 years.